Manufacturer narrative:
Updated manufacture date 11/24/2015. Based on the complaint description, damage to the package occurred after the product was released for distribution. Therefore, no investigation by the third party manufacturing site is needed. Although photographs have been receive the image quality is poor. No additional evaluation will be conducted. This evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 28, 2017. (B)(4).

Manufacturer narrative:
No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 01, 2016. (B)(4)..

Event description:
It was reported the primary package was shipped in good condition, however it was received broken at the client. Pictures were provided that appear to have an open weld on the carton.